Manufacturer narrative:
Evaluation summary: femoral component shows scratch marks on condyle surfaces and has bone cement deposit on lateral side of distal pocket. There is no evidence of bone cement on anterior and posterior side pockets. X-ray images show the femoral component was implanted in flexion which led to large gap on the anterior face. Images show a less than optimal cement mantle on anterior face. Femoral component did not fit the bone tightly as evident by the large anterior and posterior gap which likely contributed to the loosening. Evaluation codes: device scratches to both condyle surfaces. Proximal side of component shows and retains some bone cement. Device history records indicate manufacture to specifications.

Event description:
It is reported that the device was implanted in 2005. Approximately one year post-op, the surgeon found loosening of femoral component. Device was revised in 2007.